Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a heart attack. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged a heart attack. Medical intervention was not specified. This information was reviewed by a clinical expert and the allegation of a heart attack was assessed as not related to the device. This report is being filed to indicate that this issue is now being filed as a product malfunction and not an adverse event. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has also been received by the manufacturer, however, the evaluation has not yet begun.

Manufacturer narrative:
Additional information was received on apr 08, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged a heart attack. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an investigation, the manufacturer observed that there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The manufacturer also performed an internal investigation and found that there is unknown debris in the tracks of the ui panel. There are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The manufacturer was able to confirm the presence of degraded sound abatement foam visually. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a evidence of sound abatement foam degradation and the manufacturer was unable to address the patient's symptoms.